Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced difficulty advancing a smart coil within a non-penumbra microcatheter and, therefore, the microcatheter and smart coil were removed. There was no report of an adverse effect to the patient.